Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient came in with the pump critically alarming and error code on the personal therapy manager (ptm) was ¿8474¿-pump reset. The pump appeared to have reset itself and when interrogating the logs this issue appeared to be due to a low battery. However, the pump noted there was 28 months until the elective replacement indicator (eri). The patient experienced the return of stiffening in her legs. The pump was replaced on (B)(6) 2015. It was unknown what medication the device system delivered at the time of the event. However, the following was reported regarding concentration and dosing: 3,000mcg/ml, 600mcg/day with 5x 95mcg pa. Additional information was requested to clarify the drug and the current patient status. Should additional information be received the event will be updated.

Manufacturer narrative:
Analysis of the pump revealed the pump battery had high resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the medication was confirmed as baclofen and the patient was on no other oral medications. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.